Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The device was received with the handle components detached from the dcs. The handle components were not returned with the dcs. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The capsule reinforcement frame is separated but held together by the polymer at the proximal end of the capsule. When attempting to retract the capsule, the capsule partially separated. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural films were received for review. There are two valve load checks for this event, the first valve load is a misload with a paddle out of pocket, confirming the reported event. The second valve load was confirmed to be a good load. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The capsule frame was observed to be separated. The capsule damage was not reported in the event, however the difficulty recapturing the valve was most likely due to the capsule frame separation. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. Capsule separation is known to occur due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly. The misload in this event is the most likely cause of the capsule damage. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique; the evolut instructions for use, contains instructions to use the integrated loading bath which features a mirror to aid in accurate placement of the tav frame paddles during loading. The user is instructed to not advance the capsule over the frame paddles unless they are fully seated in the center of the paddle pockets in order to avoid damage to the capsule and to avoid emboli. In addition, the IFU instructs to inspect the tav under fluoroscopy to inspect the paddle placement prior to use. The device was received with the actuator components detached and the components were not returned with the dcs. The actuator separation was not reported in the event description. Potentially, the actuator may have been disassembled at the back table during an attempt to remove the valve from the a dcs. However, based on the limited information available, it cannot be determined when or how the actuator detached. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, following the first deployment attempt, the valve could not be recaptured. The physician was able to recapture the valve up to 2-3 mm from the node 0. The delivery catheter system was withdrawn from the patient without issue and not used for implant. Subsequently, a second dcs was used to successfully implant a second valve. Review of the fluoroscopic inspection of the valve load showed a valve paddle was out of the pocket of the delivery catheter system and a misload was identified. No adverse patient effects were reported.